Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 30mm x 2.9 mm, eccentric de novo target lesion containing >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 2.75 x 32 synergy drug eluting stent was advanced but failed to cross lesion and when the device was removed they found the tip of the stent itself was deformed. The procedure was completed with a different device. There were no complications reported and the patient is stable.